Event description:
High ra lead impedance was observed. Ra lead repositioned in 2009. A setscrew anomaly was suspected. A 2nd alert for high ra lead impedance was observed. Pocket was opened for second revision attempt; ra lead tested normal with psa. The device and lead were explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported event of high ra lead impedance was confirmed via review of device diagnostics. The device was evaluated on the bench and the automated electrical test system; no anomalies were detected. The setscrews for both is-1 and is-4 bores functioned normally and tightened to the full torque. Visual and x-ray inspections revealed no anomalies.

Event description:
A customer reported they observed moisture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.